Event description:
The lay user/patient contacted lifescan alleging the battery life is shorter than expected for the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.